Manufacturer narrative:
(B)(4). Evaluation summary: the device and packaging were returned for evaluation. The product mix-up was confirmed. In this case, there is no indication that the mix-up occurred during manufacturing of the products at abbott vascular. It is possible that the 3.0x38mm zeta pouch/device was inadvertently placed in a 3.5x38mm rx zeta chipboard box at the account, although this cannot be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Although the exact cause for the mislabeling/mix-up cannot be determined, there is no indication of a manufacturing or product quality deficiency.

Event description:
It was reported that a zeta stent delivery system was being unpacked for use; however, the chipboard box was labeled 3.5 x 38 mm, lot number 3100441, expiration 9/2015 and the pouch was labeled 3.0 x 38 mm, lot number 3042641, expiration 3/2015. The device was labeled 3.0 x 38, lot # 3042641. The device was not used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.